Event description:
It was reported from a call from the cath lab rn to the clinical call specialist (css) at 10:55 am mdt (12:55 pm eastern) that they had "purge failure" alarms at the time of insertion of the intra-aortic balloon (iab). When the css spoke with the rn, it was stated that they had a pt in the cath lab in which they had just inserted a regular iab and connected it to the arrow autocat2 wave intra-aortic balloon pump (serial number (B)(4)). When they attempted to start pumping, they received "purge failure" alarms. They tried disconnecting and reconnecting the gas drive tubing. They checked the helium tank and it was open and had about three fourth tank full. The pump still had a "purge failure" alarm when they attempted to pump again. The rn asked what could cause the "purge failure" alarms. The css explained that purge failure alarms are related to: no trigger, no balloon connection to the pump, or no helium to fill the balloon. The css asked if they had either an ECG or arterial pressure (ap) signal on the pump. The rn stated that they did not have the ECG leads on the pt, but they did have an ap waveform on the screen and they had zeroed the ap waveform. The ccs asked if there was a heart rate reading on the pump and there was. The css explained that the rn had done all of the things that are recommend to troubleshoot the problem. The rn stated that after they had gotten the second "purge failure" alarm, they changed the pump out for their second autocat2 wave. The second pump worked fine. The switch did not take much time, only a few minutes. The css explained that it is possible that there may be a valve in the pump that was not working well and not allowing the pump to fill correctly on startup. The css recommended having the pump checked out by biomed. Pump strips were generated, but are not available to review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The pt outcome is not available.

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2013 per field service report symptom - pump had purge failure alarms when attempting to put on pt. Confirmed. Finding/action taken: replaced pneumatic control switch (pcs) assembly. Also performed preventative maintenance. Replaced fiber optic connector. The pump is back in service. Software level 2.24/